Event description:
Caller reported compact plus system blood glucose results of 147 mg/dl, 339 mg/dl, and 178 mg/dl within 11 minutes. Caller received a reading of 147 mg/dl, 10 minutes later received a 339 mg/dl he reported symptoms of hypoglycemia for which he successfully self-treated, and one minute later received a 178 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device received in a condition which made analysis impossible. Unable to test because an empty vial was returned. Customer returned an empty drum.